Event description:
It has been reported to philips that the system could not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not boot up. The fse checked connector, bios battery and power supply also cleaned all ip pc and host, then configured the entire system. After which the system was returned to use in good working order. But later on, (B)(6) 2022, the reported issue reoccurred, and bios battery in an ip pc was faulty. The fse replaced bios battery in an ip pc and the reported issue was resolved. The codes were updated based on the investigation outcome. Evaluation method code was corrected.